Event description:
Additional information received reported that the device had been returned and analysis results were not yet available.

Event description:
It was reported that the carrier broke off during an extension tunneling. It was noted that surgical intervention was required to re move the broken piece. It was noted that the broken piece was removed and the extensions were pulled through. It was noted that the product would be returned. It was noted that there were no further patient symptoms related to the event and the patient as alive with no injury at the time of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the carrier found it was broken on the proximal end of the distal segment. There was also some stretching and there were tool marks present on the distal segment. There was a bend in the proximal end which was normal when used with the handle.